Event description:
The customer reported via phone call that the insulin pump's screen had a lot of scratches that made the insulin pump hard to read. The customer's blood glucose was 120 mg/dl. The customer explained that he damage occurred over time through wear and tear. The customer still stated that he was able to read the screen enough to continue wearing the insulin pump. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a severely scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.